Event description:
It was reported that during patient follow up visit, device reset was found. The device was reprogrammed back to original setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 implantable pacing lead: implanted: (B)(6) 2010. 5076-58 implantable pacing lead: implanted: (B)(6) 2010. (B)(4).